Event description:
A patient blistered after being scanned with a signa gradient coil. The patient was anesthetized without any constant monitoring which is required when there is no reliable communication with the patient. Warnings are in the operator's manual and on the web page.